Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. However, the device failed to complete its service test. Review of the device data logs revealed an internal battery degraded warning alarm and a battery charger fault alarm. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the failure to complete its service test was due to contamination while the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient harm or serious injury reported as a result of this incident.